Manufacturer narrative:
As of today, the available information suggests this crt-d remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
Post market laboratory analysis revealed a hole in the left ventricular positive seal plug and the right ventricular (rv) negative seal plug was torn. There was also body fluid contamination noted in the rv negative connector block. All setscrews moved freely and operated normally. Lead impedance testing was performed and all measurements were within normal limits. The device was put through and passed a series of automated diagnostic testing. It was determined that all therapy was available. Analysis testing could not confirm the reported noise or oversensing issue; however the hole found in the lv seal plug and tear found in the rv seal plug may have contributed to the noise issue. The device met specifications, electrically.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had noise on all three channels. A boston scientific technical services (ts) consultant reviewed the episode and stated that it appeared to be electromagnetic interference (emi). Ts recommended performing isometrics to confirm that the noise was not reproducible. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information stated that they physician had finished the patient's check and sent the patient home. The physician believed it was emi. Subsequent information indicates that this patient had noise present again, which also resulted in pacing inhibition of greater than 2 seconds. This patient was pacer dependent. No adverse patient effects were reported. Subsequent information indicates that this patient will continued to be monitored at this time and the situation will be addressed at changed out within 6 months. It was reported that the patient was asymptomatic.

Event description:
Subsequent information indicates that this product was explanted and returned for an unknown reason.